Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite and confirmed the issue. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the main board. The issue was resolved by replacing the main board, and the device was returned to use at the customer site. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #:(B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker fault error, and there was no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.